Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 226 mg/dl. Customer stated they just started to use the meter on (B)(6) 2017. The customer's expected fasting blood glucose test result range is 120 mg/dl. Customer tests once a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 230 mg/dl and 216 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 226mg/dl (B)(6) 2017 10:19 am fasting: yes. Memory concerns: (B)(6) 2017. Customer just started to use the meter today. Control solution test was perform today. Customer states that her normal glucose range is 120mg/dl and she test once a day.